Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and pass. Receiver boot was performed and fail due to receiver perpetually rebooting. An interior inspection was performed and passed. A review of the receiver logs, receiver charge test and receiver functional test were not performed due to receiver perpetually rebooting. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.